Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Date received for evaluation. The investigation has shown that the hexagonal connecting part is damaged and expanded and therefore the blade does not fit through the plate. The device history records were reviewed and showed conformity with the material- and manufacturing specifications; this lot was manufactured in january 2013 and we are not aware of any quality problems or failures caused by a faulty product. Based on these findings we conclude that there was a mechanical overload situation during use, which led to the visible deformation of the connecting part. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during review of equipment on (B)(6) 2013 from a facility, a helix blade was observed with a defect. The defect prevented the spiral sheet from passing through the cylinder of the dynamic helical hip system (dhhs) plate. No patient impact was reported. No additional information is received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 90mm helix blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not completed; no conclusion could be drawn, as no product was received.